Event description:
Patient's inp was removed from the left wrist. Upon removal, it was noticed that the clear catheter part on the tip of the inp was not intact, not on the dressing, not palpable at insertion site. Physician was notified and patient sent for an evaluation. 20 gauge inp.